Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without any replace battery alarm. The customer¿s blood glucose level was 137mg/dl at the time of the incident. The customer declined troubleshooting for battery failed, insulin flow blocked and power error. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted. Pump received with normal operating currents. No unexpected replace battery now alarm, power loss alarm, insert battery alarm, replace battery alarm or battery failed alarm noted. However, pump error connector resistance issue.